Manufacturer narrative:
The insulin pump had a missing retainer, broken reservoir tube lip, missing reservoir tube o-ring, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. Analysis was unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown. The customer notes state the insulin pump had a crack in the case and is seen on the o-rings. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis

Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.